Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
Called to report that device was explanted on (B)(6) 2025 and plan was to extract leads on (B)(6) 2025. Device explanted due to infection. Patient outcome: f08: hospitalization or prolonged hospitalization, f1903: device explantation. Product not returning. As reported device codes: 2099: no known device problem. As reported patient codes: 9151: infection.